Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred after the pump was dropped in water. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level ranged between 180-230 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was resumed.